Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.   A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.  Reason for device explant and/or reoperation: n/a. Concomitant products: 475cc mentor smooth round moderate profile saline breast implant, catalog: 3501680, lot:5728381, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 475cc mentor smooth round moderate profile saline breast implants experienced left sided deflation and pain post procedure. Patient stated that her daughter laid on her and when she got up her left sided implant popped. The mentioned complications have not been confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.